Event description:
According to the available information the device was explanted and replaced due to infection.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. Nc-000056 was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc.